Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: customer reference/po/service --> (B)(6) hospital. Was surgery delayed due to the reported event? --> no, action taken when event occurred? --> requested it at the pharmacy and opened another drain. Was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, . Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ was the issue notice before using on patient? ¿ was the connection issue noticed before activating the reservoir? ¿ did the reservoir function properly upon first activation? ¿ was another reservoir used to correct the situation? ¿ was leakage reported? ¿ is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 evaluation: complaint sample review : one complaint sample of the bulb with separated connection port (stuck inside the adapter) was received for evaluation, product was inspected visually, below were detailed observations: 1.connection port of the bulb was separated, and there was a cut mark visible on the remaining portion of the bulb port. 2.portion of the port which was stuck inside the adapter, also having visible cut marks. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an CABG surgery on an (B)(6) 2024 and a bulb reservoir was used. The connector came defective and would not connect to create a vacuum. Upon receipt and analysis, it was observed to have cut marks and a portion of the port stuck inside the adapter.